Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown liner, unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02341, 0001822565-2017-02342, 0001822565-2017-02345.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Product was not received for evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review also could not be conducted without product identification. Radiographs were received. Per the radiograph review performed by an external surgeon, "there was a cranial dislocation of the femoral component that was later reduced. The risk factors for dislocation included excessive version and low femoral lateral offset with flange of the femoral component projecting medially beyond the limits of the proximal femur. The medially positioned proximal femur and/or flange may have impinged on the bony pelvis and contributed to levering of the femoral component out of the cup. On the post reduction image, femoral head component was slightly eccentrically superiorly within the acetabular cup suggesting polyethylene liner wear or disruption. Specific placement of the acetabular cup stated version appeared excessive and there was low lateral femoral offset which were risk factors for hip dislocation. The lateral angle for inclination is approximately 44 degrees. The flange projects medial to the bony femur, and may have impinged on the pelvis when the hip is adducted. The stem appeared to be in standard placement. Given the radiograph findings, it was likely that the improper positioning of the acetabular cup with a potential for impingement and eccentric wear of the liner contributed to the reported issue." A specific root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for hip arthroplasty revision due to unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable. Review of provided radiographs, indicate that the patient experienced a hip dislocation.